Event description:
It was reported that high, out of range, high voltage lead impedance was observed. During a later device check, normal configurations were observed. Successful dft was performed. The patient will continue to be monitored with routine follow-ups.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.